Event description:
Customer reported with an issue of "no connection ". The issue was found during an unknown event. There was no patient harm, no injury reported in this reported event. The inspection found the device showed a communication/transmission error.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device displayed communication/transmission error, switch /camera displayed communication error. Additionally, evaluation found the bending rubber is non-olympus, the insertion tube is non-olympus, and the a-rubber glue was cracked. The biopsy channel was found leaking. The insertion tube was leaking. Control body had moisture inside, internal parts corroded. Based on investigation results, the image issue was noted to be due to damage component failure and attributed to electronic component failure. Probable cause based on reasonably known information based on device evaluation was due to physical stress, degradation, and handling issues. Olympus will continue to monitor complaints for this device.